Event description:
It was reported that the user experienced difficulty removing and attaching the ilet connector, stating she could not grip the connector with her fingers, and later reconnected to the ilet with assistance. The connector lot was reported as 34586 and the cartridge kit lot as 34584. No reported blood glucose impact during the call. Outcomes included user education on connector handling and confirmation of restored therapy with the device back in range. Investigation included customer interview and troubleshooting guidance by phone. Investigation of this case revealed user handling difficulty with the connector and no device alerts or alarms. It was concluded that the event was related to user handling of the connector, with device function restored after assistance.